Event description:
It was reported that the lead was explanted due to fracture and noise. No further information available.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.0 cm was returned for analysis. External insulation abrasion was noted at 10.9 -11.0 cm, 12.1-12.2 cm, 13.2-13.4 cm, 33.2-34.2 cm, 35.3-36.7 cm, 36.3-39.6 cm from the distal tip consistent with lead friction to the ICD can or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 37.9-38.2 cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 43.6 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded in this location. This is consistent with the observation from the field of noise.